Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off and turned back on by itself. Review of pump data and t:connect data showed that an occlusion alarm occurred. Contact acknowledged messaging from pump was an occlusion alarm. There was no reported impact to blood glucose. A new cartridge was loaded and the pump performed as intended. Insulin delivery was resumed.